Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please also see MFR report number 2032227-2011-00476.

Event description:
The customer reported being treated by the paramedics after experiencing a low blood glucose reading of 26 mg/dl. Prior to the event, the customer had taken a nap, and her family was unable to wake her up. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The insulin pump passed the displacement test. Nothing further was reported.